Event description:
False positive result (s). Test itself has all of the necessary parts/pieces, but we got a false positive for my daughter. Thankfully I had a bd branded home test and that showed a negative. She had no symptoms and had already spent a week at home in a required "post exposure" quarantine (from school) - the test was a formality for her to return to work.